Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec then opened the device in order to perform a visual inspection. When examining the control board, ventec found that the 5v input pin to integrated circuit (ic) u701 (pin 4) was damaged and shorted to the gnd rail, which prevented the blower from functioning. Ventec replaced the control board to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was ic designator u701 of the control board.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it had no ventilation output. There was no patient involvement associated with the reported event.